Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6), 2023. During the procedure, the clip was deployed onto tissue; however, the clip did not disconnect from the catheter despite multiple attempts. The clip had to be forcefully torn off the colon tissue, causing more bleeding to the patient. The bleeding was successfully stopped, and the procedure was completed using a resolution 360 clip and a non-boston scientific device.

Manufacturer narrative:
Block g2: medwatch # is (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip did not disconnect from catheter.